Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: crease flat and white particles inner device leak test and microscopic analysis was performed which identified: device no leak and voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06 the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: void on valve texture side assessed as a workmanship. No leak was observed in the device.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.